Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 4th of april 2017 for further investigation. During the investigation the fse checked all tube fitting and all were tight. Fse replaced the injection and check valves and the error still presisted. The pumping was checked and no faults were found. The fse performed decontamination process on the instrument and replaced the prefilter along with adjustment to the flow rate. A calibration and quality control run was performed and verified by the customer that all results were within specification. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due contamination of the device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2017 the customer reported h-varient 1 detected after the ao (5.5%) on every patient sample and quality controls. The customer indicated to the technical support group (tsg) that the retention time is 0.60, column count is 840, column lot is bg2261h, hemolysis wash is full and all reagent are h lot. Tsg requested the customer to change the column and then run couple of patient sample primers. After the customer replaced the column with a new one (lot bg2654h) the results still had h-varient 1detected. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.